Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that upon inspection of the iabp, no blood was visible. The fse then performed condensation removal per manufacturer's specification, and the iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use.

Event description:
Customer stated that the intra-aortic balloon pump (iabp) generated a "blood detect alarm", but there was no visible blood in the circuit. The iabp was swapped out with another to continue therapy. No patient harm or injury was reported.